Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an ablation procedure a pt experienced heat and pain on the leg, and when the pad was removed, the area was inflamed. The customer did not report the type of treatment provided.